Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, diseased mucous membrane, local infection / subacute chronic osteitis, bone resorption, peri-implantitis, infection, pain, swelling, inflammation, mobility.